Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had possible under delivery. The customer¿s blood glucose level was 26 mmol/l. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not calling back to perform an hp test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The reservoir will not be returned for analysis.